Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a guidewire knot was confirmed and appears to have occurred during use. The product submitted for evaluation was a 0.018" x 70cm stainless steel guidewire (w/ tungsten tip). The sample contained multiple bends and curves throughout the flexible tip. A tight knot in the guidewire was seen near the proximal end of the flexible tip. Blood and tissue-like residue was seen within the knot. Microscopic examination of the sample was unremarkable outside the observed knot. The weld tip was intact. No evidence of a manufacture deficiency was observed in the sample. This type of failure can occur as an anomaly of guidewire movement through a tortuous path. In order for a knot to form there would need to be forward motion against an obstacle, a twisting motion in order to bring the wire through the potential loop, and a backward motion (such as withdrawal of the wire). Avoiding twisting motions (particularly when encountering insertion difficulty) may help to avoid the alleged event.

Event description:
As reported that an attempt was made to pass a power PICC 4 fr, punctured in the left jugular vein, with good blood flow, after introducing guidewire, but when introducing PICC it did not progress. The facility chose to remove, but when removing the guidewire, it did not leave, presented resistance, asked for help from physician on duty at the time, who can remove it, and it had a "knot" near the tip. Note per complainant facility: before the insertion the guidewire it was intact (no "knot" present at the tip).

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reap1835 showed no other similar product complaint(s) from this lot number.

Event description:
As reported by hospital (B)(6), at 07:40 p.m., an attempt was made to pass power PICC 4 fr, punctured in the left jugular vein, with good blood flow, after introducing guidewire, but when introducing PICC it did not progress. We chose to remove, but when removing the guidewire, it did not leave, presented resistance, asked for help from physician on duty at the time, who can remove it, and it had a "knot" near the tip note: before the insertion the guidewire it was intact (no "knot" present at the tip).